Manufacturer narrative:
Exact date of birth unknown; reported as (B)(6) 1967. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that variable angle screws (va-screws) broke in the patient post-operatively. This was detected during a removal surgery on (B)(6) 2016. There was no patient harm or consequences for the patient. Concomitant devices: 1 plate (part 04.211.236 lot 7636117), 1 plate (part 04.211.260 lot 6709800), 8 unknown va locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: two (2) screws with broken off heads were sent back for evaluation. One (1) screw head is still locked in the received mtp fusion plate (part 04.211.236). The other broken head is separated from the plates; it is unknown if this head was inserted into the mtp fusion plate or the received l-fusion plate (part 04.211.260). The lot numbers of the involved screws were not provided; therefore, a review of the manufacturing documents was not possible. Also the parts numbers were not provided, but based on the dimensions it is most likely that the broken screws are va locking screws stardrive 2.7mm with the part numbers 04.211.024 and 04.211.026. The relevant dimensions of the broken screws at the fracture face cannot be verified due to the placement of the breakage at the crossover from the shaft to the head and because the shafts were damaged from the removal. The fracture face is homogenous, which indicates material conformity. Typically, these screws are made out wrought titanium 6-aluminium 7-niobium alloy according to iso 5832-11 implants for surgery. Based on the provided information, the manufacturer is not able to determine the root cause of this occurrence. According to the information received, it is likely that the breakage of the screws, which was detected during the removal, occurred due to a fatigue failure at some point during the healing process. For the received concomitant devices, a visual inspection was performed. The mtp fusion plate, where one screw head is still locked, is in a good condition with no visible damages. The received l-fusion plate is in a very used condition with scratches and discolorations all over. Also, some of the locking threads are completely flattened. The inspection of the locking screws has shown that some of them are also badly damaged: five (5) of them have completely flattened locking threads. Two (2) of those five (5) also have the thread flanks on the shaft flattened. At all described damages, the anodized layers are worn out, which indicates that the damages occurred post-manufacturing. However, it cannot be defined if this occurred during the insertion, in-situ, or during extraction; therefore, it can also not be defined if the damaged locking threads had any influence on the breakage of the screws. Based on the provided information, the manufacture is not able to determine the exact root cause of this occurrence. However, no product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device update: the reported eight (8) screws have been identified as follows: 2.7mm ti va locking screw 30mm (part: 04.211.030, lot: unknown, quantity: 1), 2.7mm ti va locking screw 26mm (part: 04.211.026, lot: unknown, quantity: 1), 2.7mm ti va locking screw 22mm (part: 04.211.022, lot: unknown, quantity: 3), 2.7mm ti va locking screw 20mm (part: 04.211.020, lot: unknown, quantity: 1), 2.7mm ti va locking screw 16mm (part: 04.211.016, lot: unknown, quantity: 2).